Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Despite all efforts, also in cooperation with the manufacturer of the affected OEM table of the company trump/hillrom, this case could not be clarified beyond doubt. However, the examination of the log file showed that the table top recognition of the patient table, at the time of the event, did not supply the table top used (carbon x-tra 7500) properly to our system in terms of data technology. Therefore, the siemens x-ray system could not recognize the table top used (there are different types of table tops with different dimensions), which caused the collision calculator to generate false distance parameters, without table plate. In this respect, it remains to be noted that the siemens x-ray system had no malfunction and functioned as specified. Why the OEM table top detection system ultimately failed can no longer be determined retrospectively beyond doubt. The OEM technician from trumpf/hillrom who was called in was initially unable to configure the table in such a way that the system would have been functional again. Only after the board for tabletop recognition (lp distributor tp ts7500) from trump/hillrom had been replaced, did the patient table function again as specified. Therefore, we assume a defect of said circuit board of the patient table. The fact that the system functioned properly again after replacing the circuit board suggests that a component fault of the OEM product can be assumed. The occurrence rate of the aforementioned error pattern and the spare parts consumption of the affected part were checked. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
The manufacturer of the patient table, hill-rom (formerly trumpf), was contacted and asked to determine the cause of the patient table failure. The manufacturer of the patient table has not yet provided a final examination result. As an interim result, the evaluation of the log files indicates that there was a communication error from the patient table to the x-ray system. This hypothesis is currently being verified by the manufacturer. A final report will be filed upon completion of the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the artis zee ceiling system. The user reported that the system collided with the table and the operators hand was caught in the collision. At this time, we are unaware of the extent of the operators injury or if medical intervention was needed. Siemens has requested additional information in order to conduct an investigation of the reported event.